Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure the hst iii system (3.8mm) seal fell out of the delivery device. It fell out after step 4. The seal did not make contact with the patient¿s aorta. The surgery was successfully completed using the same new product. There was no abnormality in the patient's condition.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25162814 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 08/15/2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The seal was observed outside the delivery device. The whole seal was not visible in the photograph. The white plunger was not depressed and the blue safety lock was off, which allows for the white plunger to be depressed. There were no visual defects observed. An investigation was conducted on 08/23/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the aortic cutter. The needle was not deployed, and the blue safety was on which prevents the cutter from being deployed. The intact seal and tension spring was returned outside the delivery device. There were no visual defects observed on the seal. No cracks or delamination was observed on the seal. The white plunger of the delivery device was not depressed and the blue safety lock was off which allows for the white plunger to be depressed. Measurements of the delivery device were taken, the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.218inches ((B)(4)). The length of the delivery tube was measured at 2.50 inches ((B)(4)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed